Event description:
It was reported that this implantable cardioverter defibrillator (ICD) went off. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.